Manufacturer narrative:
(B)(4).

Event description:
Clinical research assistant contacted dexcom on behalf of a trial patient (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.